Event description:
Info received indicates the head section is drifting down.

Manufacturer narrative:
The biomed found the CPR cables were drawn too tight, which caused the head section to drift. The biomed adjusted the CPR cables to repair the bed.